Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on both the handheld and flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
On (B)(6) 2012 it was reported that the physician's handheld was not holding a charge. The handheld and flashcard were returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.